Event description:
Paramedic responded to a cardiac arrest at victim's home. The arrest victim was in a ventricular fibrillation and was defibrillated multiple times without conversion to a normal sinus rhythm. The device was deployed and operated for 20-25 minutes. Because the pt was in a fibrillatory rhythm the medics decided to transport to the hosp and strapped the pt to a gurney. The medic paused the device to check the pt. Upon re-starting the device the chest compression assembly (cca) belt broke resulting in a device malfunction. The medics reverted to manual CPR as instructed in the manufacturer's users guide.